Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The reported false downstream occlusion testing was not reproduced. During evaluation, the device passed downstream occlusion testing. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarm however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.